Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The physician suspected there was a mechanical issue, the cuff was deflated and not cycling. The cuff and pump were removed and replaced. The original balloon was left implanted and a new balloon was also implanted. There were no further patient complications.